Manufacturer narrative:
UDI ¿ (B)(4). Device manufacture date: the device manufacture date was unavailable the manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during equipment testing it was observed that the trigger of the compact air drive device was jammed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
D10: additional narrative: the actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the compact air drive device would not reverse as the reverse locking mechanism was blocked. It was noted that the equipment had the reverse trigger locked and without actuation due to some parts being damaged by misuse, where the equipment suffered too much stress occurring when locking. It was further determined that the device failed pretest for check starting behavior at 3 bar, check for excessive noise, check for untrue running, check triggers for forward / reverse mode, check for air leak, check reverse locking mechanism, and check attachment coupling with attachments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.